Event description:
It was reported that the customer had an issue with the pump display that affect the customer¿s ability to interact with the pump and/or read the pump screen. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. The customer reverted to an alternate method insulin therapy.